Event description:
It was reported that the patient had a loss of therapeutic effect. When the patient last saw their healthcare provider (hcp) last year the battery was fine, but in the last couple of weeks the patient had a return of symptoms. The patient didn¿t have a patient programmer (pp) to check the state of the implantable neurostimulator (ins). A request was made to see a physician closer to where the patient lived. It was later reported there was a problem with the pp. It was reported that the transmitter kept turning off when he increased; the batteries had been replaced several times, but it wasn¿t verified what type of battery the patient was using. Due to it turning off the patient had been keeping stimulation on all of the time because he was concerned that it wouldn¿t work if he turned it off. It was noted the patient had dyslexia. It was also reported that the patient felt intermittent stimulation even though the lcd number stayed the same. The patient received a new antenna the year prior to the report but a replacement was going to be sent as well as a new antenna to see if it would help. No patient harm reported. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3425, serial# (B)(4), implanted: (B)(6) 1990, product type: transmitter. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1990, product type: lead. (B)(4).